Event description:
Caller reported that insulin gauge displayed an amount different from expected. The discrepancy occurred on a previous day, with a displayed fill estimate of 0 units compared to the expected 240 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge. Technical support instructed the caller to reach out again for further troubleshooting if they experience an active fill estimate issue.